Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reau0448 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that on (B)(6) the patient attended a chemotherapy cycle placement, manifesting pain and edema in the arm. It was stated healing and evaluation of the arm were performed and the responsible person on shift was instructed when the cycle finished to take the patient to urgency to check the presence of thrombosis. The catheter was permeable, but without venous return. Once radiology studies were performed, the result was negative for thrombosis, but there was liquid on the back of the arm. X- ray was requested and it was observed the tip was in the superior vena cava, but before radiologist's report the catheter was removed. It was reported at the withdrawal, only 8 cm was left as the catheter had fractured and the rest of the device remained inside the patient. Subsequently, its extraction was achieved by endovascular route.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break just proximal of the 13cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinity of the break. Microscopic inspection of the break site revealed dully granular fracture surfaces. The break surface exhibited regions of rounded edges. Material buckling was observed in the vicinity of the break. The buckling and rounded fracture edges were consistent with damage initiated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The location of the damage suggested that catheter securement may have contributed to the cyclic kinking of the indwelling catheter. A lot history review (lhr) of reau0448 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on february 16, the patient attended a chemotherapy cycle placement, manifesting pain and edema in the arm. It was stated healing and evaluation of the arm were performed and the responsible person on shift was instructed when the cycle finished to take the patient to urgency to check the presence of thrombosis. The catheter was permeable, but without venous return. Once radiology studies were performed, the result was negative for thrombosis, but there was liquid on the back of the arm. X- ray was requested and it was observed the tip was in the superior vena cava, but before radiologist's report the catheter was removed. It was reported at the withdrawal, only 8 cm was left as the catheter had fractured and the rest of the device remained inside the patient. Subsequently, its extraction was achieved by endovascular route.